Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of hardness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of hardness as follows: undesirable effects. "The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) indurations or nodules at the injection site".

Event description:
Healthcare professional reported after injection to the right pre jowl sulcus with juvederm voluma the injection site "got hard." Patient was prescribed oral prednisone and symptoms resolved with no recurring episodes.